Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 6:16 pm on (B)(6) 2015. The reporter stated that the patient obtained blood glucose readings of ¿431, 310, 300, 337, 384, 387, 270 and 239 mg/dl¿ on the subject meter, obtained within 20 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient consumed less food/drink in response to the alleged issue. The reporter denied that the patient developed any symptoms but stated that the patient received IV fluids at the emergency room at 8:30 pm on (B)(6). The reporter stated that the patient tested their blood glucose on another unknown device and obtained results of ¿234 or 237 mg/dl¿. At the time of troubleshooting the csr noted that the patient was using the correct sample site and that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from an hcp after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.